Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed its operational check for the defibrillator test. There was no reported patient involvement.

Manufacturer narrative:
Updated returned to manufacturer date to (B)(6) 2018; confirmed processor & pca replaced as noted in prior report.